Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from the patient line extension set that led to this alarm. Renal therapy services (rts) advised to drain manually. Proper procedures per the user manual was reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.